Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent under-sensing causing the atrial pacing during atrial tachycardia/atrial fibrillation (at/af). It was noted that the left ventricular (lv) lead had high threshold measurements. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted reprogramming was done and both leads remain in use.